Manufacturer narrative:
Manufacturer reference number: (b)(4.) Patient information not provided section. Implant and explant date were not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was grade 3 rectocele. The procedure performed was an a<(>&<)>p repair, posterior repair, and sacrospinous ligament suspension.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.